Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up with a prismaflex m100 set, a fluid leak was observed at the connection point of the top dialyzer (filter) dialysate port. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.